Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient experienced an infusion flow blocked alarm event on (B)(6) 2026 that was resolved after a full infusion set change. The patient reported blood glucose over 200 mg/dl lasting more than four hours got treated by manual bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain